Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had low suspend alarm. Customer stated that they changed sensors and gave message that her blood glucose was way lower than the usual and turned off. Customer got calibration error and changed the sensor.customer blood glucose was 171 mg/dl. Troubleshooting was done. No further information provided.